Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient was having poor communication. It was noted that the ins might be overdischarged as the patient had not been able to charge for about 6 months. It was reported that the patient had been charging every week and then six months ago was unable to charge. The patient did note that now and again, they do have a fall. No symptoms or complications were reported.